Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent to a calcified lesion in the lcx with 65% stenosis and vessel tortuosity. The lesion was pre-dilated. An attempt was made to position the stent, but the device could not cross the lesion. The device was inspected before use with no issues noted. The device was returned to the manufacturing facility and analysis revealed damage to the stent. Evaluation summary the distal tip was flared. Initial mandrel movement failed due to a blockage in the inner lumen, the blockage could not be removed. A number of struts on the 1st distal segment were raised and deformed. The 10th distal segment was deformed with a number of partially raised struts. The remaining segments were intact. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation: results - inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (stenosis, calcification, vessel tortuosity). Deformation problem. Conclusion known inherent risk of a procedure (stent deformation). Device failure related to patient condition (stenosis, calcification, vessel tortuosity) FDA. (B)(4).